Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump failed accuracy test by -11.1%. No adverse effects reported.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis with no damaged observed. Two 10ml followed by one 20ml bolus tests were performed prior to the pumps return to smiths. Delivery accuracy testing was performed on the device. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%.